Manufacturer narrative:
Cloud data was reviewed for the period of 01-oct-2025 and 02-oct-2025. Review of the patient history buffer (phb) data from this period found that the system operated primarily in automated mode, and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No evidence of extended pod-sensor signal loss was found. The cloud data indicated that the recorded boluses were successfully delivered, as shown by the pod¿s total delivered pulse count increasing correctly with each completed bolus based on the total bolus volume. No evidence of issues with insulin delivery were observed in the available cloud data.

Event description:
The patient reported blood glucose levels over 400 mg/dl, dizziness, acetone breath and burning eyes. The patient self-administered correction boluses: however, this did not lower blood glucose levels. The patient was brought by ambulance to the hospital, where the pod was removed and she was treated with saline. The patient was discharged from the hospital after 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.